Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause was due to a unit malfunction. The patient's stimulation turning off has been resolved. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-feb-17 information was received from a patient regarding their implantable neurostimulator (ins). Information was reported that the patient said that their stimulation will turn off unexpectedly during the night and he will wake up in extreme pain. Patient services tried to clarify a few times with the patient that when this happens there is a charge in the ins and the patient said that there is a charge in the ins when his stimulation turns off. No further complications were reported. No additional patient symptoms were reported. On 2020-feb-19 additional information was received from the rep. It was reported that they saw patient on (B)(6) 2020, patient did report to rep that his stimulator did turn off in the middle of the night. Rep attributed it due to patient being on hd settings and him needing to recharge his device more often.  Rep asked him to do this and update if it keeps happening. Patient never called the rep back until (B)(6) 2020, but that was to discuss an issue with his controller. Rep then asked patient to contact patient's services. Rep did not have the patient¿s weight information from (B)(6) 2020. No further complications were reported.